Manufacturer narrative:
Product event summary: the device was returned and analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported during the implant attempt that there was difficulty with setscrews and connecting leads to the device. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).